Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The log files sent for analysis were unable to be read. Based on the information received, the cause of the reported atrio-esophageal fistula / gas embolism remains unknown.

Event description:
One month post atrial fibrillation (af) procedure, an atrio-esophageal fistula was noted. The af ablation procedure was performed on (B)(6) 2024. The patient presented to the emergency room on (B)(6) 2024. The fistula was diagnosed due to a gas embolism discovered through a CT scan. It is unknown at this time how the fistula was treated. The patient is currently hospitalized in the intensive care unit. There were no performance issues with any abbott devices.